Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was elevated. As the customer had changed the cartridges and infusion sets, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date changed from 03-2015 to 09-2013.